Event description:
It was reported that one month post implant the patient became septic. The implantable pulse generator (ipg) and leads were explanted. A temporary pacing lead was implanted through the internal jugular and the device used outside the body to pace the patient until the infection is cleared. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c2tr01 ipg (B)(6) 2014; 419488 lead (B)(6) 2014. (B)(4).